Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been 2 other complaints reported in the lot. There are 2 medical device reports associated with this event. This report is for the right eye. (B)(4).

Event description:
A consumers wife called on behalf of her husband to report that since having bilateral intraocular lenses (iol) implanted, he is not able to read and sees a glow or shimmer when he looks around from left to right. He also feels like there is a delay in his vision and he feels like his eyes are not following where his head turns. He plays racquetball and misses the ball by about six or seven inches. This report is for the right eye.